Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and main circuit board were replaced to address the reported issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to complete its internal self-test was due to a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).